Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv2 device was observed leaking at the location of the fill port cap during filling. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "backflow" was confirmed due to a small piece of glass ampoule trapped under the check-band. No other cause of back-flow was found during the examination of the sample. The glass ampoule was introduced into the fluid pathway and trapped under the check-band because a filter was not used during the fill process. Baxter will continue to monitor similar reports to determine if further actions are required. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.